Manufacturer narrative:
Additional information indicates the leads migrated with no allegation against the ipg. This device is no longer considered reportable.

Event description:
Additional information indicates that the patient experienced ineffective therapy due to migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has their system planned to be explanted for an unknown reason.